Event description:
It was reported to philips that the system could not be moved in caudal direction. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the position sensor. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing coronary diagnosis procedure which was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not be moved in caudal direction. Review of system logfile was performed and malfunction couldn¿t be directly confirmed from event log. Upon functional testing fse confirmed that there was an error in the position sensor in the coud and cran directions. The part analysis of the potentiometer didn¿t conclude any failure in the potentiometer. To resolve the issue fse replaced the position sensor and made various adjustments to the arm. After this the reported issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.